Event description:
While using a rapid infuser unit for a massive transfusion protocol patient, the unit's touchscreen quit working and would not respond to touch. The blood infusion rate went to 0, but the blood products were still infusing. No injury to patient. The unit was immediately pulled from service and sent to biomedical engineering. Biomedical engineering follow up: the unit display was frozen and reading zero. Confirmed no touch screen response. Pump was working o.k. Because this unit is still under warranty, we will return it to he manufacture for inspection.